Event description:
The customer reported that intermittently the unit would fail to power up.

Manufacturer narrative:
The customer reported that intermittently the unit would fail to power up. The unit was evaluated at phillips by a technician. Reloading the software resolved the failure.